Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle. The display would remain blank. In this state, defibrillation therapy would not be available, if it were needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not complete its boot-up cycle. The display would remain blank. In this state, defibrillation therapy would not be available, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the user interface pcb assembly and the cause of the reported issue was determined to be due to an inoperative integrated circuit, designator u2.